Event description:
It was reported that this lead was explanted without any specific allegation. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this lead was explanted due to it being suspected of becoming dislodged, with it presenting a possible lack of capture as a result. A new device was implanted. No additional patient effects were reported.